Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the arrow button is not responding consistently to user input. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2013 with the following findings:during a visual inspection of the pump, no damage was observed to the keypad. During testing, the up arrow keypad button was intermittently unresponsive. All other keypad buttons responded properly. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts.